Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with an ez steer nav and the patient experienced complete heart block that required pacemaker insertion. During the procedure, an av node or complete heart block was noticed in the patient. When attempting to ablate the slow pathway for the supraventricular tachycardia (svt), the "p-r" interval did not change and the "v dropped," meaning they lost conduction from the atrium to the ventricle. Loss of conduction was seen on both the carto¿ 3 and the recording system. They kept the right ventricle (rv) catheter in and were pacing the ventricle, and continued to wait about 30 minutes for it to recover. The patient did not recover on her own. The medical intervention provided was to implant a micra pacemaker into the patient. The patient was in stable condition. Additional information was provided. The adverse event was discovered during use of biosense webster inc. Products. Emergent pacing was required. The patient fully recovered. The patient required an overnight stay at the hospital to monitor post pacemaker insertion, instead of same day discharge (patient required extended hospitalization). The physician's opinion on the cause of the adverse event was the procedure. They did not ablate and pace at the same time. Pacing was performed from the rv catheter that was already in place. Other relevant past medical history include stage 4 lung cancer, hospitalization for avnrt 3 times.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number; (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation with an ez steer nav and the patient experienced complete heart block that required pacemaker insertion and extended hospitalization. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-apr-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).